Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation revision with 500cc mentor smooth round high profile saline breast implants experienced bilateral deflation and left-sided grade IV capsular contracture postoperatively. Capsular contracture was diagnosed by physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On jun 20 2022, additional information was received indicating the device was found intact upon explantation. Analysis of photos of the device found no apparent damage or visual anomalies observed. Manufacturer¿s reference number: (B)(4).